Manufacturer narrative:
Device evaluation: the pump evaluation included visual inspection, priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and operated per specification. Based on the results of the investigation, the reported issue was not confirmed. (B)(4).

Event description:
It was reported that the pump stopped working, and that the patient was not receiving pump therapy. The device was subsequently explanted and returned for evaluation.